Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist was unable to reach the patient for follow up questions and so the complaint was classified based on information obtained by the customer care advocate (cca). It is not known when the alleged issue began. The patient claimed that she obtained a blood glucose result in the "400 mg/dl" range, compared to another device. It is not known was the result obtained on the unspecified device was. The patient reported managing her diabetes with insulin (self adjuster) and stated that she had consumed less food and/or drink then in her typical diabetes management. The patient claimed that she became "sweaty and disoriented" at an unspecified time after the alleged issue began. The patient informed the cca that she developed the symptoms as a result of giving herself to much insulin based on the alleged blood glucose results. The patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement. The cca documented that the patient did not have the test strips that were used during the alleged issue at the time of troubleshooting so it is unknown if they were expired or in good condition. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury after obtaining the alleged inaccurate results and administering herself too much insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.